Manufacturer narrative:
Event site postal code: (B)(6). Event site name: (B)(6). Gas loss in iab circuit occurs when helium loss is detected due to leaks or high diffusion. Alarm triggers if cumulative loss is greater 5 cc/hr and inflation is greater or equal 80 ms, deflation is greater or equal 250 ms. Causes: 1. Loose luer/connector connections, 2. Off-label use. Alarm behavior: alarm cause system venting and balloon deflation. Can occur in all operational modes. Contraindications (per IFU): severe aortic valve insufficiency, abdominal/aortic aneurysm, advanced calcific disease or significant peripheral vascular disease, severe obesity, groin scarring, or conditions making percutaneous insertion difficult. Mitigation: if no leaks, occlusions, or device issues, and patient conditions like fever/tachycardia are confirmed, alarms can be mitigated by manual iab fill. Iab fill key: press for 2 seconds - initiates autofill, purges/replaces helium, recalibrates fiber-optic iab. Trend and investigation: monthly review of gas gain/loss alarms; triggers discussed in metrics meeting and investigated via CAPA if needed. No device malfunction found - no cr/CAPA/scar required. DHR review required only if: complaint from germany/singapore, serious injury/death reported, confirmed device malfunction due to manufacturing defect. Root cause (if no confirmed leaks/issues): likely loose catheter connections or off-label use. Risk and labeling review: ufmea captures failure mode: user not pressing iab fill key. IFU and labeling provide instructions for autofill and troubleshooting gas gain/loss alarms. Failure mode within risk profile; no escalation required.

Event description:
During an emergency support program call, the customer reported a gas loss alarm during cardiosave intra-aortic balloon pump (iabp) therapy. Troubleshooting confirmed no blood or discoloration in the helium tubing. Appropriate troubleshooting steps, including use of the iab fill and start functions, were reviewed. No harm was reported. The clinician reported that the patient had an axillary iabp and was ambulating when the alarm occurred. Potential clinical contributors to the alarm and proper alarm management were discussed. No device malfunction or adverse patient outcome was reported.